Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for a lead revision. The lead was noted to be broken proximal to the suture sleeve, at a bending point. During the extraction procedure, the lead broke apart and the distal portion was abandoned in the patient. The physician elected to replace the implantable cardioverter defibrillator (ICD) during the lead revision to avoid a new procedure in the near future; there were no allegations against the ICD. No additional adverse patient effects were reported. The explanted portion of lead was not saved and cannot be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.